Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic told the patient that this implantable cardioverter defibrillator (ICD) had only 1 more year remaining. Boston scientific technical services (ts) referred the patient to the physician for further device evaluation. Attempt to obtain additional information was unsuccessful. This ICD still remains in service. No adverse patient effects were reported.